Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the facility experiencing pacing discomfort. Upon review, the implantable cardioverter defibrillator was found in back up mode. The device was reset and restored successfully. The patient condition was stable.